Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The patient alleged there was a redness on his face four days post procedure where he had an angio-seal vip device used for closure. The patient dismissed the redness as being acne. The rash continued to spread all over his body and around the incision site. The physician prescribed an anti-itch medication and advised him to follow up with his doctor. The patient was reported to be in stable condition. The procedure outcome was successful. There were no other devices or equipment being used with the reported product.